Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer had an unexpected restart alarm during a manual prime. The customer's blood glucose was 400 mg/dl at the time of incident. The father also reported replacing the battery, but the alarm could not be cleared. It was also found the escape and act button was not responsive on the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.